Event description:
A malfunction alarm with code malf 15 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer reset the pump, but the error recurred. The customer reverted to an alternate method of insulin therapy.